Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was explanted and replaced with a competitor system because the ipg was inoperable. Date of explant is unknown.